Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge leaked from the bottom of the canister. There was no adverse impact to the customer's blood glucose level related to the reported event. Reportedly, the customer elected to use manual injections for insulin therapy.